Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer`s mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2021. Customer`s mother reported customer had experienced high blood glucose. Customer`s mother reported length of hospitalization was 10 days. Customer`s mother reported insulin pump had blank display. Customer`s mother reported battery cap was missing. It was unknown whether auto mode feature was active during reported event. Customer had been using insulin pump within 48 hours of reported event. Customer the insulin pump will not be returned for analysis.